Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 1400 mg/dl. The customer stated that she experienced vomiting and a heart attack on the day of the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.